Manufacturer narrative:
Additional: correction: evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned sample met specification as received. Visual inspection found no defects. The customer reported that the device¿s knife blade did not retract and the jaw was difficult/impossible to open. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the test media cleanly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s knife blade did not retract and the jaw was difficult/impossible to open. No patient injury.